Event description:
Mti hyperglide balloon catheter used to treat vasospasm associated with an aneurysm located in the left posterior communicating artery. After multiple inflation/deflation cycles, the clinician withdrew the guidewire and performed 2 subselective angiography runs by flushing a solution of contrast medium:saline through the lumen. The guidewire was reinserted and the catheter repositioned in the left middle cerebral artery (mca). The guidewire was again removed and used for angiography. While reinserting the guidewire, the balloon inflated unexpectedly and the mca ruptured. Pt has impaired speech and hemiplegia.